Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2019 with the following findings: review of the black box data revealed records of the pump rebooting. On investigation, the returned battery cap was damaged; the battery cap had stripped threads and was not able to secure properly to the pump to maintain proper electrical connectivity for the pump to remained powered on. With the damaged cap on the pump, the alleged power issue was duplicated. A test cap was placed on the pump and the pump powered on normally and was able to complete full testing without any interruption in power. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
On investigation, the alleged overheating issue was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. The reported stated the pump experienced overheating and then lost power beginning (B)(6) 2018. The reporter denied damage to the pump or the battery and denied moisture in the pump. The reporter stated the battery cap fit securely to the pump. During troubleshooting, the pump powered on normally when a new battery was inserted in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery and there is the potential for the user to experience an injury to the skin due to increased pump temperature.